Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Additionally, it was reported that an occlusion occurred. Customer¿s blood glucose ranged from 230-250 mg/dl. Reportedly, customer continued using pump for insulin therapy.